Event description:
It was reported that interrogation revealed that the device had reached eri, but the clinician indicated that the measured data of 2.62 ua, 7 ua, <1 kohms did not match the eri indication. After a software download, programmed parameters were restored, the measured battery data was 2.43 v, 9 ua, <1 kohms. Multiple measurements were the same with the exception of a current drain reading of 11 ua.